Manufacturer narrative:
Concomitant medical products: 37714 pain stim ipg implanted (B)(6) 2014; 39565-30 pain stim lead implanted (B)(6) 2009; 3708140 neuro extension implanted (B)(6) 2009; 3708140 neuro extension implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dyspnea. It was further reported that the right atrial (ra) lead exhibited high thresholds and low p wave. The implantable pulse generator (ipg) exhibited pacer spikes. Both the ra lead and ipg remain in use. No further patient complications have been reported as a result of this event.